Event description:
It was reported that post op to an esophagectomy procedure that three weeks later the staple line failed. No further information was reported.

Manufacturer narrative:
(B)(4). Date sent 10/29/2025 d4 batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025 an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional information : spoke with the sales rep to obtain clarification and additional information regarding the event. Rep was asked about the staple formation. Per the sales rep, he was not in the procedure. The information provided in the complaint record is what the surgeon told him. Per the surgeon, this was a re-operation. In the initial procedure, the staples were formed. They oversewed the staple line, which is their normal practice. The next time the surgeon saw the patient is when they were brought back to the or for re-op due to the staple line failure. Rep was asked about the current status of the patient. Per the rep, they don't have any further details. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Were there other contributing patient factors? Please explain. Please provide a time line of events. What is meant by ¿staple line failure¿? Does the surgeon believe the post-leak was related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/1/2025. Additional information was requested, and the following was obtained: please clarify if the leak was patient factors or related to the device? If patient factors, what patient factors are specifically. All of the information I have was already shared. Patient was previously radiated. Staple line failed. Impossible to definitively identify a specific cause.

Manufacturer narrative:
(B)(4). Date sent: 11/7/2025. Additional information was requested, and the following was obtained: was a leak test performed? If so, what type and what was the result? Unknown. Was the staple line visualized endoscopically during the initial surgical procedure? It was open. How many days postoperative did the leak occur? Unsure. How was the leak identified? Not sure, surgeon told me only of bring back. No additional details. What was observed at the site of the leak upon reoperation? Unsure. How was the leak addressed? Reoperation. Were there any issues experienced with the device in the initial surgical procedure? None reported. Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Surgeon is leaning towards patient factors and not device factors. Were there other contributing patient factors? Please explain. Previously radiated please provide a time line of events. What is meant by ¿staple line failure¿? Only phrase she used was staple line was opened up. Does the surgeon believe the post-leak was related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Likely multiple factors¿ previous cancer/radiation.